Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on a blue screen after power off and on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen even after power off and on. A technical support specialist (tss) followed knowledge article medapplication not launching automatically; station at blue screen to get auto launcher working and found that the credential manager was not enabled that caused the carefusion admin to get locked and preventing launch of application and then followed the remote support service team to resynchronize credential manager and enable auto launch to work again. Then the tss rebooted the device, confirmed with the customer that the application launched successfully and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on a blue screen after power off and on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.